Event description:
Dr placed a medpor coated tear drain (glass tube) into a patient and the patient returned 2 months later complaining of severe pain. The doctor indicated the pain was caused by a small piece of glass that appeared to be the flange of the tube.